Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 61143ud00 did not identify an increase in complaint activity for the issue. The ticket trending review of complaint data did not identify any trend regarding commonalities for lot number 61143ud00 and issue. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 61143ud00 and complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using a retained kit of lot number 61143ud00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I lot 61143ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I high sensitivity troponin-I for one patient. The following results were provided (reference range overall- 27ng/l): initial troponin = <5 ng/l another sample was drawn an hour later that generated a result of 60 ng/l, which was reported out of the laboratory. The physician questioned the 60 ng/ml result, the sample was retested in duplicate and both results were <5 ng/l. The patient¿s stay in the hospital was extended due to the falsely elevated troponin-I result. There was no additional impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I high sensitivity troponin-I for one patient. The following results were provided (reference range overall- 27ng/l): initial troponin = <5 ng/l another sample was drawn an hour later that generated a result of 60 ng/l, which was reported out of the laboratory. The physician questioned the 60 ng/ml result, the sample was retested in duplicate and both results were <5 ng/l. The patient¿s stay in the hospital was extended due to the falsely elevated troponin-I result. There was no additional impact to patient management reported.